Event description:
Customer called to report that the immage 800 immunochemistry system generated an abnormal number of rf false positive patient results when immage system rheumatoid factor (rf) reagent, lot #m101865, was used. Customer requested and received a replacement rf reagent lot (lot #m106133). Customer stated that the issue was resolved after the new rf reagent lot was used to repeat patient samples, which generated patient results lower than 20 international units per milliliter (iu/ml). Therefore, it appears that the root cause was specific to the reagent lot that was used on the system. Customer stated that although the results were reported outside the laboratory, the results were amended prior to patient treatment; therefore, patient treatment was not affected.

Manufacturer narrative:
The root cause of the issue appears to be reagent-specific as the issue was resolved after customer replaced the reagent lot. Customer confirmed that the patient results were acceptable after using the replacement reagent lot sent by beckman coulter, inc. Customer has not called back to report any further reagent lot issues. (B)(4).attachment: reagent was not returned.